Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was giving occlusion an error when bolus is being delivered to patient. It happened four times this week and twice today. No patient involvement reported.

Manufacturer narrative:
Additional information is provided for d.10, h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device downstream occlusion sensor seal was starting to bubble up. Review of the event history logs showed an occurrence of high alarm displayed downstream occlusion. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.